Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare field representative that a quantity of seven mr290v vented autofeed humidification chambers had broken water feedset. A leak was found between the water feedset tube and spike. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: seven mr290v vented autofeed humidification chambers with lot number 100213 were returned to fph (B)(4) for inspection. The healthcare facility initially reported that the lot number of the affected chambers was 100301. The returned chambers were connected to waterbags for functional testing and visually inspected for damage. Results: each chamber filled normally when connected to a waterbag. However, once filled, small drops of water were observed to be leaking from the connection between the feedset tubes and waterbag spikes of the three chambers. Inspection showed that insufficient glue had been applied between the connection of the feedset tubes and spike of these chambers, causing the leak. No fault was found with the other four mr290v chambers. A lot check revealed 7 other complaints of this nature for lot number 100213. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by (B)(4). As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of seven mr290v vented autofeed humidification chambers had broken water feedset. A leak was found between the water feedset tube and spike. This was noticed prior to patient use. No patient consequence was reported.